Manufacturer narrative:
The procedure was coil embolization of an unspecified intracranial artery that was heavily tortuous with unknown level of calcification. It was reported that during the procedure there was severe resistance when advancing an enterprise vrd (enc452812/10083985) in a prowler select plus microcatheter (606-s255x/15510814). It is unknown where exactly resistance was met. Once both the microcatheter (mc) and the enterprise system were safely removed as a unit and were out of the patient, the mc was found to be kinked. It is unknown where exactly it kinked. The procedure was continued using a new mc and a new enterprise. Afterwards, the procedure was completed with no further issues. Prior to use, no defect (kink, bends etc) was noted either the mc or the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are not going to be returned for evaluation. No further information is available and procedural images are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of enterprise lot 10083985. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The enterprise and concomitant prowler select plus mc are not available for analysis. Based on the report that there were no kinks noted on the mc prior to use and that the mc was noted to be kinked when removed, it appears that procedural factors including vessel characteristics contributed to the kinking of the catheter and resistance with insertion of the enterprise. Based on the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00206 and 1058196-2012-00207.

Event description:
The procedure was coil embolization of an unspecified intracranial artery that was heavily tortuous, and the level of calcification was unknown. It was reported that during the procedure there was severe resistance when advancing an enterprise vrd (enc452812/10083985) in a select plus (mc) microcatheter (606-s255x/15510814). It is unknown where exactly resistance was met. Once both the microcatheter and the enterprise system were safely removed as a unit and were out of the patient, the mc was found to be kinked. It is unknown where exactly it kinked. The procedure was continued using a new microcatheter and a new enterprise. Afterwards, the procedure was completed with no further issues. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are not going to be returned for evaluation. No further information is available and procedural images are not available.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10083985. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00206 and 1058196-2012-00207.

Manufacturer narrative:
The manufacture and expiration date will be submitted with follow-up report. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00206 and 1058196-2012-00207.